Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the balloon of the delivery catheter ruptured. The balloon catheter was explanted and replaced. The low-voltage pacing lead then exhibited high thresholds and undersensing after the lead helix was extended, and dislodged while slitting the delivery catheter. The lead was replaced. No patient complications have been reported as a result of this event.